Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump when the customer wore the devices on opposite sides of the body. No additional patient or event information was available. Reportedly, the devices regained connection when the customer moved the devices to the same side of the body.